Manufacturer narrative:
Correction of h4 (device manufacturer date. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dirt adhering to the scope contacts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), when using the evis exera iii xenon light source, a b30 scope communication error occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was instructed to turn off the tower and clean the scope electrical connector contact pins. After the customer cleaned the contact pins and connected the scope back into the tower, the image began to display. Customer attempted several scopes with the tower and it was successful. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.